Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient has gone back to the physician 3 times with a locked-hard pump. The physician has followed the steps to unlock, very difficult to get it to pop, taking 15 minutes each time.

Manufacturer narrative:
The follow-up MDR is created to document the evaluation of the returned device. A titan touch pump was received for evaluation. Examination and testing of the returned component revealed no functional abnormalities with the pump. Examination of the returned component by product development engineering confirmed no visual or functional abnormalities of the pump. The reported event could not be replicated during analysis and the pump passed all functional testing. The information received indicated a hard pump, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.